Event description:
It was reported an internal device fracture occurred. The 90% stenosed, moderately calcified target area was located in the superficial femoral artery (sfa). A jetstream xc atherectomy catheter was selected for a procedure to treat stenosis in the sfa. During the procedure, a saline leak was noted coming from the infusion line on the shaft of the device. The portion of the device was outside of the patient at the time of the fluid leak. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.